Event description:
It was reported the patient had intermittent episodes of decreased tone then increased tone starting last october. In december, a dye study was performed and everything appeared to be normal. The patient had more episodes of the same, as well as altered mental status and vomiting. Last month, the patient had a significant episode of altered mental status but that resolved on its own and the patient was back to baseline for about 2-3 weeks. This past tuesday, the patient had decreased tone, but then when the hcp saw the patient, she was back to baseline. The pump contained gablofen (baclofen). It was further reported the patients dose was started to be reduced on 6/11 to see if explant was possible. The patient had a medical history or severe traumatic brain injuries. Further symptoms were reported as; "over dosage - coma, was ventilated 3 weeks ago, withdrawal, increased tone, intermittent sweating (december to present). A dye study could not "pull back". It was suspected it was "stuck somewhere developing a pocket". It was reported a catheter issue was suspected as the cause. The event was due to an unknown catheter issue and failure to aspirate. Two dye studies were performed, abdominal e-rays were performed to make sure catheter was intact. A "brain MRI" was performed to rule out "other problems". Blood work also occurred. The patient was noted to have not recovered and the symptoms/issue was ongoing. The patient was in the hospital at "baseline". The baclofen was adjusted to decrease 2 0% of daily dose. The system would either be explanted or exchanged out, depending on response to switch to oral baclofen. The patients spasticity may have decreased.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter; product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).